Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system application had failed. A review of the system logfile found a software bug. Upon troubleshooting actions, fse identified that the software was corrupted. Fse reinstalled the system software. After reinstalling the system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.